Event description:
Infection foam dressing applied and consultant has said that the smith & nephew pump gave his patient an infection, although the dressing had been left in the wound for 5 days - (B)(6) hospital is evaluating our npwt. Additional information is listed below: they have a patient with a large necrotizing fasciitis to the buttock and perennial area. Therapy was commenced using gauze on (B)(6), subsequent dressing changes occurred every tuesday and friday. The last dressing change on the ward was friday (B)(6) and was supervised by (B)(6), who reports the wound looked well and was seen by a consultant at that time and no concerns were raised with regard to the patient or the wound. I attended theatre on monday (B)(6) with (B)(6) where the dressing was very smelly, the gauze in area of the dressing to the buttocks had been removed prior to theatre and was soiled with feces. (B)(6) expressed concerns that the patient was infected and stopped npwt, applied betadine soaks for 2 days and asked for npwt to be reapplied on wednesday (B)(6) but foam was to be used as he did not like the gauze. I attended the ward on wed (B)(6) and supervised a dressing, we applied foam. I attended the ward on friday (B)(6) to supervise another change and was told by the staff the dressing was not to be changed until sunday (B)(6)? I did question this as foam has a 72 hour limit and on an infected patient 48hrs. On monday (B)(6) the patient was taken to theatre by (B)(6) to change the dressing, the dressing was removed and betadine soaks applied for a further 2 days with npwt being recommenced on (B)(6). I was not present on this occasion. When I went to the ward on (B)(6) I was informed by the staff that (B)(6) specified that only a kci system could be used on this patient. I have subsequently learnt from the tissue viability nurse, (B)(6) that he has told her the smith and nephew pump gave his patient an infection. The tissue viability nurses and the budget holder for npwt (B)(6) are now deciding if they will call this as a clinical incident as the foam was left in for so long. The pump is currently in (B)(6) hospital.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued (B)(4) 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. This investigation is deemed inconclusive. Product from this complaint was not returned and without a technical evaluation of the actual referenced device the investigation results are inconclusive. A review of complaint history for renasys ez plus sn: (B)(4) revealed no prior complaints associated. Additionally, a review of the device history record did not reveal any manufacturing abnormalities or subsequent device repairs. Due to these facts we are unable to determine an exact root cause of the reported incident. However, based on the information provided there is indication that the dressings were not changed within the recommended guidelines, which most likely contributed to the reported infection of the wound. The instructions for use (IFU) for renasys dressing kits with soft port indicate that the dressings are to be changed every 48-72 hours and if there are signs of local or systemic infection, dressings may need to be changed more frequently. The reported data states that the wound became contaminated on monday (B)(6); npwt was reapplied on wednesday (B)(6) and the dressing was left in place for approximately 120 hours from wednesday (B)(6) to monday (B)(6). At this time, there is no reason to suspect that the device failed to meet any product specifications. No further will be taken and this investigation could be closed. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.